Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarm noted. The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump was programmed with basal rate and several boluses were also delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. Unit was download and all bolus delivered were found at the carelink report. No history anomaly noted. However, the insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a history anomaly, failed battery test and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The mother stated that the bolus wizard boluses appear as normal boluses and there are missing boluses in both carelink and bolus history. The customer was advised to discontinue use of her pump is there is an issue for her. The customer will be sent a replacement pump.